Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 9255893. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. Samples were unavailable for further evaluation of this incident; however, this is a known issue. The exact cause for this incident is currently being identified through an ongoing investigation, CAPA#(B)(4); however, this issue has been isolated to product manufactured using one single packaging line. All affected product has been placed on hold and production has been ceased on the responsible packaging line.

Event description:
It was reported that an unspecified number of bd posiflush¿ xs pre-filled flush syringed nacl 0.9% experienced damaged or open unit packages/seals where sterility was compromised. Product defect was noted prior to use. The following information was provided by the initial reporter: "the sterile bd posiflush xs syringes are specially used for rinsing the vascular catheters of immune suppressed patients, but this time on several syringes the foil has a hole . Not just one box.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd posiflush¿ xs pre-filled flush syringed nacl 0.9% experienced damaged or open unit packages/seals where sterility was compromised. Product defect was noted prior to use. The following information was provided by the initial reporter: "the sterile bd posiflush xs syringes are specially used for rinsing the vascular catheters of immune suppressed patients, but this time on several syringes the foil has a hole. Not just one box."